Event description:
Head of bed raised automatically when bed was plugged into electrical wall outlet without pushing any control buttons. Control buttons did not work to lower bed position. Bed is without manual controls. Pt was being admitted to intensive care unit to be placed in cervical traction.